Event description:
It was reported that the right ventricular lead had a high number of short v-v intervals. Atrial and ventricular oversensing was observed when the patient was laughing. The sensitivity on the device was changed without success. X-ray was inconclusive. Artifact was noted on the atrial channel and likely caused by crosstalk. It was noted that the ventricular lead was implanted after the "use-by-date". The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 1453 v-sic occurred since first v-sic in session on 2014-mar-20. There are four non-sustained episodes of less than 220 milliseconds (ms). V-v cycle are recorded on 2014-jun-17, 2014-jun-11, 2014-jun-04 and 2014-may-09.

Manufacturer narrative:
This event occurred outside the u.s where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: icf09b58, lead (B)(6) 2002. (B)(4).